Event description:
A customer contacted baxter's technical service center regarding feeling overfilled in dwell 1 of 4 of therapy on a homechoice device. The patient reported discomfort, pain, distension and shortness of breath. The baxter technical service representative (tsr) assisted with a manual drain and drained 4868ml. The patient's last volume infused was 2900ml. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device was requested for evaluation but had not been received at the time of submission of this report. A follow-up will be submitted when evaluation results are available.